Event description:
Event description guidant received information that during threshold testing, a loss of left ventricular capture was observed even at 7.5 volts. The physician reported that the left ventricular lead had become dislodged.